Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after turning the unit on the screen remained black and a buzzer sound was hearable. Staff said they could not turn off the device, until they remove the battery. No patient involvement.